Event description:
A complaint was received regarding a conector microclave¿ clear, that experienced leakage. The reporter stated that on (B)(6) 2024, on the pediatric ICU, the connector presented a leak. The product status at the time of event was not provided. Video evidence of the incident was provided. It is unknown if the event occurred during patient use, if there was anyone harmed, delay in therapy or adverse event as a result of this event.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc100. This product was used for the product code and 501k. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Additional information in b5. Received one (1) used. List #lat-mc100, conector microclave¿ clear; lot #13934218. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed from the received video and testing. An internal leak was observed when leak tested. The sample was disassembled and was found to have a torn seal. The probable cause is from the use of an incompatible mating device. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062¿ and 0.110". The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Received new information stating that there was no harm to the patient, no delay in therapy and no adverse event as result of this event.